Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an assisted vaginal hysterectomy procedure, the device was pulled out of the trocar and the tip looked like it was about to come off. A new device was opened and used to complete the procedure. There was no pt consequence.